Event description:
The access device was acting difficult to remove from the port. Device did not appear to be broken in anyway. The needle pulled completely out of device and the safety cover did not engage.